Event description:
A user facility reported a patient who presented with blurry vision following intraocular lens (iol) implant surgery. Subsequently, the lens was explanted. It was reported that the event was due to positioning of the iol which was due to patient anatomy. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/10/2012 and 10/631/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).